Event description:
Allegedly toe had positioned it's way through the bone. May have been caused by early weight-bearing of pt. Product thrown away. Implanted by doctor who said there was not a problem with the product. Product revised by another dr. New implant was not used.